Event description:
It was reported that a large volume infusor leaked on the "inside". This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between june 21, 2024 and june 22, 2024. H11: the actual device was received for evaluation with fluid in the bladder. Visual inspection noted tiny droplets of fluid on the interior wall of the device. The droplets of fluid were the result of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Condensation is not a product defect or leak. A functional leak test was performed by filling the bladder with green color water and monitored until the next day; no evidence of leak was observed. The reported condition was identified as condensation; however, the product met specifications and was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.